Event description:
Suddenly the sound the patient could hear became quieter and then they could hear nothing at all. The external equipment was exchanged but without any alteration of the problem. Testing confirmed that the device had malfunctioned